Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, was given instructions to reset pump, successfully reset it with no recurrence of malfunction, and was advised to continue using pump and to call back if malfunction code occurred again, which customer acknowledged and understood.